Event description:
The representative reported that the patient had experienced a sudden return of tremor symptoms; there was a loss of therapy benefit. The system was evaluated by the representative on 01/10/2008, which revealed device breakage. Therapy measurements taken on 01/28/2008; had shown impedance measurements greater than 2000 ohms, the battery status was ok. Impedance values for all electrode pairs were greater than 2000 ohms, at 3.0v, except for c/0 and c/2 and the product was replaced. The patient has recovered without sequela. Additional information has been requested from the physician.

Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.